Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag presented foreign material in the fill port. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. During visual inspection, loose foreign matter was observed on the fill port connector which is not in the fluid path. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.